Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 3 infusion set fell off during use events on 06-may-2024. The infusion set had been used for 1 day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.